Manufacturer narrative:
Physio-control further evaluated the device and observed small metal flakes on the switch flex cable connector. The metal flakes could cause an electrical short at the connector that would deplete the charge-pak battery charger and internal batteries causing the device to not power on.

Event description:
According to the report, all three icons (charge-pak, attention, and service wrench) were illuminated in the device readiness display. A replacement device was provided to the customer. When the device was evaluated by physio-control, it was observed that the device would not power on an the internal batteries were charge depleted. There was no patient associated with the report.